Event description:
The patient had a stricture of the common bile duct and a plastic stent in place. During an endoscopic retrograde cholangiopancreatography (ercp), the plastic stent was removed and a cook endoscopy zilver expandable metal biliary stent was placed. The stent was placed higher in the duct than intended. The location of the stent did not allow full coverage of the strictured area. The physician attempted to reposition the stent using the introduction system. This resulted in the stent folding back on itself at one end and the introduction system becoming caught inside the stent. The introduction system was cut near the biopsy port and the endoscope was removed, leaving the stent and introduction system in place. In an attempt to straighten the stent and release the distal tip of the introduction system, a cook endoscopy soehendra lithotriptor cable (used for mechanical crushing of stones in the biliary duct) was advanced over the introduction system. Straightening of the stent was not accomplished, but the introduction system was severed near the ampulla, allowing the majority of the introduction system to be removed from the patient. The stent and distal section of the introduction system were left inside the patient. A plastic stent was placed in the duct as a precaution against potential mucosal damage. At this time, the patient has not experienced any adverse effects due to this occurrence. At this time, an additional medical procedure has not been performed in response to this observation. The patient was reported to be doing fine.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: a full investigation was unable to be determined because the product was unable to be returned for evaluation. The information provided indicated the physician attempted to reposition the stent with the introduction system after the stent was in place. This resulted in stent inversion at one end and difficulty with removal of the introduction system. Intervention was performed in an effort to remove the introducer from the stent and patient. The instructions for use contains the following warnings: "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant." "These metal biliary stents are not intended to be repositioned or removed after deployment in bile duct. In case of accidental deployment or improper placement (immediately following deployment), stent should be left in place and placement of a second stent should be attempted to achieve desired result." The instructions for use also instruct the user to carefully remove the introduction system from within the expanded stent and from the endoscope. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.